Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient inserted a new transmitter and sensor. At an unspecified time later, the patient lost consciousness and ¿turned purple¿. The patient¿s mother called emergency medical services (ems). It was not reported what the cgm device was displaying at this time. No bg meter reading was taken either. Once ems arrived, the patient was treated with IV fluids, IV dextrose, peanut butter and jelly, and orange juice. It was not specified when during this event the patient regained consciousness. The patient was "okay" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient inserted a new transmitter and sensor. At an unspecified time later, the patient lost consciousness and ¿turned purple¿. The patient¿s mother called emergency medical services (ems). It was not reported what the cgm device was displaying at this time. No bg meter reading was taken either. Once ems arrived, the patient was treated with IV fluids, IV dextrose, peanut butter and jelly, and orange juice. It was not specified when during this event the patient regained consciousness. The patient was "okay" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to updated data findings. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient inserted a new transmitter and sensor. At an unspecified time later, the patient lost consciousness and ¿turned purple¿. The patient¿s mother called emergency medical services (ems). It was not reported what the cgm device was displaying at this time. No bg meter reading was taken either. Once ems arrived, the patient was treated with IV fluids, IV dextrose, peanut butter and jelly, and orange juice. It was not specified when during this event the patient regained consciousness. The patient was "okay" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data indicates that the users egvs were within target range until 3:18 am on (B)(6) 2025 when the egvs dropped below 60 mg/dl and remained below until 4:08 am when the egvs rose above the low limit. No failures were found during the investigation and all alerts performed as intended. No additional patient or event information is available.